Event description:
On 04/2003, the pt was discharged from the hospital. The distal sheath has not been removed due to the pt refusing surgery. The sheath remains in the pt's body. The pt was seen at the hospital for a check up 10 days later. It was reported that they had been transported to the hosp via ambulance since they cannot move by themselves. The pt was sent home and the sheath remains inside the pt. No additional info has been received.

Event description:
The physician attempted arteriotomy closure with the closer s 6 fr device after an interventional procedure. Femoral artery angiography was not performed to confirm placement in the common femoral artery. It was reported that there was "strong resistance" at the time of insertion. Weak marking was obtained. The physician tried to deploy the foot but was unsuccessful. Then the physician attempted to remove the device and the device could not be removed. The physician tried "harder" to remove it. At that time the device broke at the connection of the distal guide and the sheath. It was reported that for three hours, the physician attempted to remove the sheath from the artery but was unsuccessful. The patient was transferred to another hospital for surgical intervention. The status of the patient during transport was unknown to the reporter. A femoral artery bypass was performed to repair a tear to the artery. Fluoroscopy showed that the sheath was located betwen the iliac artery and the aorta. It was not able to be removed from patient. The sheath has not been removed the patient. Although requested, no additional information has become available.

Event description:
In 2003, the pt was discharged from the hosp. The distal sheath has not been removed due to the pt refusing surgery. The sheath remains in the pt's body. The pt was seen at the hosptial for a check up during the week of 04/2003. It was reported that they had been transported to the hosp via ambulance since they cannot move by themselves. The pt was send home and the sheath remains inside the pt. No additional info has been received.